Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. A computerized tomography (CT) scan was done for simulation and upon retrospective review it was determined there was rectal wall infiltration (rwi). The hydrogel appeared to have conformed to the rectal wall when it shouldn't have been, at the midgland and towards the base. There also appeared to be within the hydrogel a free flap of rectal wall, possibly the muscle layer, suggesting there had been rwi. There were places in the apex where the hydrogel appeared to significantly indent the rectum posteriorly as well. The patient, prior to the retrospective review that determined rwi, already completed radiation and had done well. The patient had a scope three weeks into radiation for unrelated reasons and it was clean without evidence of ulceration anteriorly.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/18/2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.